Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and checked the introducer needle for burrs/hooks and dull needle tip defects, and none were found. The introducer needle passed per specifications. Unable to confirm the adhesive anomaly on the opened/used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor broke at the needle when inserting into serter and needle hub could not be removed from serter, not even after second button press. Customer's blood glucose was unknown. Customer was able to release needle hub from serter. Sensor and serter would be replaced.